Event description:
It was reported that lv thresholds have risen from 0.5v to 1v and pacing impedance on lv lead has fallen from 400ohms to 300ohms. These changes have occurred after the patient fell. Lead may have dislodged or there may be a pocket injury due to fall . The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.